Event description:
It was reported that during the procedure, the device allegedly stopped and broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The helix was broken at 115 cm distal. This is the position right at the catheter handle. With high probability it can be assumed the helix break appeared due to a wrong holding position of the catheter. When the catheter handle is hold in a way that makes the tube kink, than a breakage can easily appear. Therefore, the investigation is confirmed for the reported broken helix issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: d4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the (B)(4) product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are (B)(4) medical us.

Event description:
It was reported that during the procedure, the device allegedly stopped and broken. There was no reported patient injury.